Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was able to confirm the reported issue and an error message appearing. The representative reloaded to software onto the imaging system, but the reported issue was not resolved. The medtronic representative returned to the site on (B)(6) 2017 to perform an electrical evaluation on the imaging system. However, the testing proved inconclusive and the issue was not resolved. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the image quality of 2d and 3d images was poor. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Updating to show that reported issue occurred in (B)(6) and not the united states.